Manufacturer narrative:
(B)(4). Batch # n55l6g. The analysis results showed that one gst60d cartridge was received fully fired and broken in two parts. It was also noted that the cartridge reload pan was bent. As the cartridge pan was noted to be damaged and bent; it is possible that the cartridge was not properly dislodged on the device, causing the damaged to the pan. No functional test could be performed due to the condition of the returned cartridge. In addition, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic sleeve procedure, on the second firing of the stapler, the scrub nurse went to remove gold cartridge from stapler. As she was pushing with her thumb against the cartridge and twisting to get it out of the stapler, the pan became lodged in the gun but the cartridge came out, but broke in half. The pan was removed from the stapler and the operation continued with the same stapler and different cartridge. There were no adverse consequences for the patient.